Event description:
The werewolf fastseal 6.0 hemostasis wand stops while working. It takes multiple presses on the hand piece to make work. Health care provider has pulled off the shelf all the same lot number for the time being.